Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of infection and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
In article ¿breast implant-associated anaplastic large cell lymphoma: a pictorial review¿, healthcare professional reported "painful left breast", "turbid fluid", and "it was concluded that the implant was infected and the [implant was] removed." The manufacturer of the device is unknown. Device has been explanted.